Manufacturer narrative:
The customer attempted to resolve the issue by cleaning the bsv (blood sampling valve) and changing the diluent. The customer requested service to check the instrument and service was dispatched on (B)(6) 2011. The field service engineer (fse) found lots of bubbles in the pump and replaced the pump. The issue was resolved. The root cause for the erroneous rbc is due to the faulty rbc pump.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated red blood cell (rbc) and platelet (plt) count results generated by coulter lh 750 hematology analyzer for two patient samples. The erroneous results were not reported out of the laboratory. Repeat analysis produced lower results, which were accepted as the correct results and were reported out. No death or change to patient treatment is associated with this event.